Event description:
Report received from (B)(6) stating that the bearings of the device were damaged it. It is unknown if the device was being used during surgery. It is also unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "damaged bearings" was confirmed. Reliability engineering evaluated the device, and the bearings in the attachment were observed to be worn and damaged and the preload would not function properly. This condition is likely due to normal wear over time, but may have been exacerbated by improper or ineffective cleaning. If add'l info is rec'd, a supplemental report will be sent. Ref: (B)(4).